Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that competitive atrial pacing was observed due to intrinsic atrial events falling into post ventricular atrial refractory period (pvarp) causing auto mode switching (ams) episodes. Programing changes were discussed. The patient was asymptomatic. The device remains implanted.

Event description:
New information notes that the patient was last seen in clinic on (B)(6) 2018. Programming changes were not made because the patient didn't have any increased amount of mode switching episodes. The patient is doing well.